Event description:
Sales rep called to report a no alarm, power failure blood pump, used with blood tubing set r5m4924 that caused related incidents with 3 nurses including the staff nurse. Staff nurse went to perform system flush but the system screen and all pumps stopped running. In their words "blacked out" due to this situation the nurse said they began to panic and thought they needed to return the blood to the pt with manual crank. They crancked the blood pump three times and on the fourth rotation the pre-fitter transducer disconnected from the dome and immediately began to splash blood. There were 3 ICU nurses in the room and the staff nurse which made a total four. None of the nurses were wearing protective gear including eye protection. 3 nurses got splashed with blood after sn (staff nurse) tried to restart the system. Nurses were tested for hepatitis c and are currently negative. Nurses will be monitored over the next 12 months. Pt is hepatitis c positive but hiv negative.